Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Reportedly, the customer pressed the syringe with more force and completed the fill successfully.